Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance greater than 125 ohms. No other changes in measurements were observed but testing was done and the out of range value remained stable. Boston scientific technical services (ts) discussed that it is common to see higher shock impedance values in single coil leads and that the gradual change suggests the increase is not likely due to a lead integrity issue. The out of range limit of the shock impedance was increased. The physician plans to schedule a follow-up with the patient to perform a comanded shock. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that a follow-up took place and a comanded shock was performed. After the comanded shock was delivered the shock impedance dropped to within normal limits. The physican will continue to monior the system via the remote monitoring system. No additional adverse patient effects were reported.